Event description:
On (B)(6) 2012 customer reported that the dxc 800 pro instrument generated false high sodium (na), potassium (k) and/or chloride (cl) results for 2 patient samples. The results were not reported out of the lab. When the issue was noticed, the samples were repeated on the other instrument in the lab, and those results reported. Customer did not provide quality control data (qc), but stated that they had been having issues with qc being out of range. Customer found a fibrin clot in the electrolyte injection cup (eic) and was able to successfully remove it. This resolved the issue and service was not initiated.

Manufacturer narrative:
Results: customer removed a clot in the electrolyte injection cup.